Manufacturer narrative:
Based on the information provided this is a patient with a complex medical history . At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the recurrent hernia. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The IFU identifies recurrence as a possible complication and the warning section states, "to prevent recurrences when repairing hernias, the phasix¿ mesh must be large enough to provide sufficient overlap beyond the margins of the defect. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue." Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported to davol that a patient who is part of a clinical trial experienced a post-op event. The following is associated to phasix dvl-he-016 and was reported by the study coordinator. The patient underwent repair of a primary incisional midline hernia in the infraumbilical area on (B)(6) 2017. The defect is measured to be 14.6cm in length and 10.3cm in width. Assessment of the surgical site is a healed bulge, stoma present and considered clean-contaminated. A posterior, endoscopic/minimally invasive retro rectus with component separation technique was performed. Removal of excess skin and lysis of adhesions were also performed at this time. On (B)(6) 2017 the patient was diagnosed with a small reducible parastomal hernia at the urostomy site. This condition was assessed by the principle investigator (surgeon) as possibly related to the device and definitely related to the procedure. Severity was assessed as mild. Outcome and resolution are noted to be ongoing at this time. To date there has been no surgical intervention taken and the patient is being monitored. As this condition may require additional medical/surgical intervention an MDR is filed to document the alleged hernia recurrence.